Event description:
It was reported that the insulin pump alarmed motor error during priming. No further information reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and passed the motor test. The insulin pump passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.